Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative indicated the pump was used to deliver morphine (B)(6).

Manufacturer narrative:
(B)(6).

Event description:
Information was received from a foreign health care provider (hcp) via a manufacturer representative regarding a patient who received an unknown drug in an implantable pump for an unknown indication for use. A pump motor stall occurred. The patient was hospitalized with severe withdrawal. Per the patient, the pump alarmed since 06:00. The logs were recorded and the product report would be sent. It was reported the pump stalled for the first time on (B)(6) at approximately 23:00. The pump would be replaced on (B)(6) and sent back for analysis. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis of the pump, model# 8637-40, serial# (B)(4), found a gear train anomaly (corrosion and-or wear and-or lubrication). The gear train anomaly/stall was due to the shaft bearing. Residue was observed on the gear shaft of the motor gear train. Residue was observed on the gear shaft of the motor gear train. The analysis interrogation report indicated the pump delivered morphine (15.0mg/ml, 8.314mg/day). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Additional review showed the correct manufacturing site was (B)(4). (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (confirmed via healthcare provider) indicated 4 motor stalls occurred ((B)(6) 2017 at 23:41, (B)(6) 2017 at 03:44, (B)(6) 2017 at 04:01, and (B)(6) 2017 at 15:18). The pump was used to deliver unknown morphine (15 mg/ml, 8.314 mg/day). It was confirmed the pump was replaced on (B)(6) 2017. No further information was provided.